Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared a code 1007 indicative of capacitor charge time has exceed the limit. This was discovered during a device interrogation in the emergency room (ER). It was noted that the patient went into torsades in the ER in which a shock was provided. The shock successfully converted the rhythm. Technical services discussed options including device replacement. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared a code 1007 indicative of capacitor charge time has exceed the limit. This was discovered during a device interrogation in the emergency room (ER). It was noted that the patient went into torsades in the ER in which a shock was provided. The shock successfully converted the rhythm. Technical services discussed options including device replacement. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.